Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Further investigation was documented in CAPA# 13490360. Based on the evaluation, it was observed that there was a latex residue attached on the surface of catheter shaft. The latex residue can be peeled off and not embedded. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. A potential root cause for this failure could be due to unclean tank with dirt residue that will cause contamination of product and result in dirt defect which can resulting on foreign materials. Further investigation was documented in CAPA# 13490360. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening foley catheter was found to had dirt on the catheter shaft.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening foley catheter was found to had dirt on the catheter shaft.